Manufacturer narrative:
Product analysis: based on analysis, it was determined the product met specification. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) could not be placed due to unacceptable values. The ipg exhibited high thresholds, poor sensing and no capture. An alternate leadless ipg was placed with good sensing and threshold values. The delivery catheter was unable to create good forward pressure due to an exaggerated bend approximately seven inches from the ipg, which developed after about 8 deployments. No patient complications have been reported as a result of this event.